Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with correctional bolus and manual injection.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. A leak test was performed and showed a tear in the external portion of the soft cannula resulting in an external leak. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.